Event description:
Infusion pump unexpectedly infused approximately 100 milliliters of solution over a one hour period, despite being programmed to administer between 6-10 milliliters per hour. Per report from pump user, the pump never sounded an alarm. Pump programming upon initiation was reviewed and determined to be correct. Infusion pump unexpectedly infused approximately 100 milliliters of solution over a one hour period, despite being programmed to administer between 6-10 milliliters per hour. Per report from pump user, the pump never sounded an alarm. Pump programming upon initiation was reviewed and determined to be correct.